Event description:
It was reported that an unspecified quantity of novum iq large volume pumps were difficult to program. This was observed during device use. The events were further described as "too many clicks" if titrating, "last button press to start the pump isn't intuitive - forget to push it and think it¿s running", "a lot of steps to program", and "not user friendly when infusing multiple potassium infusions" resulting in reprogramming every time, whether a primary or secondary infusion. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
The devices were not returned and the serial numbers are unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.